Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right leg. A 4.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right leg. A 4.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported. It was further reported that the lesion was 80% stenosed, mildly tortuous and moderately calcified. The sterling balloon catheter was inflated at nominal pressure. The device was completely removed.